Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed during a review of the event history log. Evaluation found a seized motor which is known to contribute to system error 105. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during preventative maintenance testing. It was also reported there was no patient involvement.